Event description:
It was reported that the device reached elective replacement indicator (eri) prematurely. It was also reported that the right atrial (ra) lead had "p" waves that got small over a period of time and increased threshold. During the procedure it was noted that the lead was dislodged. The patient reported that the device had been beeping daily but the alert tones were not heard. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analysis revealed normal battery depletion. (B)(4). The full lead was returned and analysis found that there was an intermittency between the connector pin and cap. The distal conductor had blood/body fluid (not obstructed), the inner insulation was kinked buckled and the outer insulation was breached cut. There was blood in/on the helix lobe mechanism and the lead was stretched. (B)(4). The device was returned and analysis revealed normal battery depletion.